Event description:
Prior to the pta procedure, packaging issues were noted. The leader was not under double packing, therefore, it touched the non sterile edges of the package causing a breach in sterility. The device did not come into contact with the patient. No patient injuries or complications were reported.